Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleed') and autoimmune disorder ('autoimmune') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: it was unknown whether plaintiff had underwent essure confirmation test. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraine"), headache ("headaches") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, bladder disorder, urinary tract disorder, migraine, headache and autoimmune disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, bladder disorder, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain, psychological trauma and urinary tract disorder to be related to essure (ess205). The reporter commented: plaintiff received treatment for following events pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), psych injury, migraine, headaches and autoimmune. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: event injury was updated to events: pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), general abnormal bleed, psych injury, bladder problems, urinary problems, migraine, headaches and autoimmune. Essure implant and explant date added. Outcome for events pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), general abnormal bleed, bladder problems, urinary problems, migraine, headaches and autoimmune were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation(fallopian tube)'), uterine perforation ('perforation (uterus)'), embedded device ('migration of essure device location of device: right: serosa / left: myometrium/the left one had migrated partially into the myometrium and out through the serosa') and pelvic pain ('pelvic pain') in a 49-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Medical conditions: it was unknown whether plaintiff had underwent essure confirmation test. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), migraine ("migraine"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("urinary tract infection") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 12 years after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), autoimmune disorder ("autoimmune") and device expulsion ("migration of essure device location of device: right: serosa / left: myometrium"). The patient was treated with sulfamethoxazole;trimethoprim (microbid) and surgery (hysterectomy full, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety and device expulsion outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, bladder disorder, urinary tract disorder, migraine, headache and autoimmune disorder had resolved. The reporter considered abdominal pain, anxiety, autoimmune disorder, bladder disorder, depression, device expulsion, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for following events pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), psych injury, migraine, headaches and autoimmune. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs received; reporters were added. New events- device monitoring procedure not performed, abnormal bleeding (vaginal, menorrhagia), urinary tract infection, mental anguish, perforation (uterus), migration of essure device location of device: right: serosa / left: myometrium, perforation fallopian tube) were added & one event was updated from psyche problem to depression. Event onset dates were added. Treatment drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.